Event description:
It was previously reported, after the physician ¿immediately did something, that brought back everything to me" after the reported s hocking sensation occurred. The patient ¿felt a little funny for a while after that.¿ it was also reported the patient was getting some of that feeling on the left side ¿before he had anything there.¿ symptoms included decreased ¿speech.¿

Manufacturer narrative:
Concomitant medical products: product ID 748251, serial# (B)(4), implanted: (B)(6) 2007. Product type: extension: product ID 748251, serial# (B)(4), implanted: (B)(6) 2007. Product type: extension: product ID 37642, serial# (B)(4). Product type: programmer, patient: product ID 3387s-40, lot# v014583, implanted: (B)(6) 2007. Product type: lead: product ID 3387s-40, lot# v017170, implanted: (B)(6) 2007. Product type: lead. (B)(4).

Event description:
Follow up reported the patient was still having concerns with their device or therapy but they were working with their doctor. It was noted there was an appointment date for (B)(6) 2013. Further follow up from the health care provider reported the cause of the event was increased pulse width from 60 to 150. Pulse width was decreased and the problem resolved. No abnormal impedances were measured. The patient did not require hospitalization and there was no injury to the patient. Symptoms included decreased "speeds."

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient experienced a shocking or jolting sensation. At the end of (B)(6) 2012 the patient had a reprogramming session and he experienced a shocking or jolting sensation on his right side from his brain down to his leg and foot while his physician was programming the patient's device so he could control his settings. The patient was unable to move the right side of his body, he was unable to talk, and he felt "it was almost like he had a stroke." The patient's physician immediately did "something" to correct the issue. It was noted the patient was not given access to adjust his neurostimulator on that side of his body. It was reported the night prior to this report the patient turned his neurostimulator off and when he turned it in the morning he felt the same sensation again and noted it was "uncomfortable." It was noted the patient had a follow up appointment scheduled for (B)(6) 2013. Additional information has been requested but was not available as of the date of this report; a follow up report will be sent if information becomes available.